Event description:
About sixteen months after treatment with juvederm (type and volume unknown) in the nasolabial folds, the patient presented with "erythema and palpules nodes" along the nasolabial folds. The reporting physician, who is not the injecting physician, feels it may be product, but is not fully certain. The reporting physician prescribed kenalog (il). The patient initially received the juvederm treatment in another country, but is receiving follow up treatment in the USA. Recent follow up from the physician currently treating the patient notes that it is not known that if kenalog had not been prescribed if that would have led to worsening of symptoms which would have led to permanent damage. The physician stated that the "patient has had redness and nodules for four months and it is hard to say what constitutes permanent damage." Allergan's approach to compliance is to resolve all doubt in favor of reporting.